Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the clinician expressed concern about the pt's lack of progress with her device. Testing showed that the device was functioning appropriately. Further testing indicated a possible problem with the pt's auditory brainstem pathway.